Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter stopped working for an unknown reason. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.